Event description:
It has been reported that one bd vacutainer® cpt¿ cell preparation tube with sodium citrate has been found experiencing low draw before use. The following has been provided by the initial reporter: it was reported that during bd r&d testing, the tube had a low draw. Event description per attached email states: during r&d testing in franklin lakes, we encountered 1 tube that had a low draw fill during testing. The catalog number & batch information is: catalog #: 362760, batch #: 9058997, test date: 19 sept 2019, data review date: 23 sept 2019.

Manufacturer narrative:
Correction: g.4. Date received by manufacturer: 9/19/2019.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® cpt¿ cell preparation tube with sodium citrate has been found experiencing low draw before use. The following has been provided by the initial reporter: it was reported that during bd r&d testing, the tube had a low draw. Event description per attached email states: during r&d testing in (B)(4), we encountered 1 tube that had a low draw fill during testing. The catalog number & batch information is: catalog #: 362760, batch #: 9058997, test date: 19 sept 2019, data review date: 23 sept 2019.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It has been reported that one bd vacutainer® cpt¿ cell preparation tube with sodium citrate has been found experiencing low draw before use. The following has been provided by the initial reporter: it was reported that during bd r&d testing, the tube had a low draw. Event description per attached email states: during r&d testing in franklin lakes, we encountered 1 tube that had a low draw fill during testing. The catalog number & batch information is: catalog #: 362760. Batch #: 9058997. Test date: (B)(6)2019. Data review date: (B)(6) 2019.